Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4) - a partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. The reported patient effects of restenosis and claudication, as listed in the supera instructions for use are known patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The 4.5x120 supera self-expanding stent system referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a 4.5x60 mm supera self-expanding stent and a 4.5x120 mm supera self-expanding stent were implanted (overlapped) in the popliteal artery on (B)(6) 2015. Approximately 5 months later on (B)(6) 2015, the patient was re-admitted to the hospital and was symptomatic with claudication. In-stent restenosis was observed. The in-stent restenosis was successfully treated via angioplasty using an unspecified drug coated balloon. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.